Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ping meter read inaccurately high and then the display went black. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 (between 1:30-2pm). The patient reportedly obtained a blood glucose reading of ¿280 something¿ with the subject meter and either ¿54 or 55mg/dl¿ with the relion meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. After the meter allegedly read inaccurately high, the patient claimed the meter¿s display went black. The patient manages his diabetes with insulin pump therapy; however, the patient denied taking any action in response to the alleged meter issues. According to the csr¿s documentation, as a result of the alleged issues the patient reportedly developed a symptom of shaking and felt confused approximately 5 to 10 minutes later; the patient consumed food and/or drink as self-treatment soon after. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issues began.

Manufacturer narrative:
Follow-up # 1: the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(6) 2013 and (B)(6) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.